Event description:
It was reported that the ventilators tidal volume and minute volume dropped to almost zero in pressure control mode, in neonatal, pediatric modes. A fse repaired unit and found that the air module, 1615 pcb flow transducer and pre amp. Were defective. Fse replaced defective parts, recalibrated unit, let unit run for 45 hours and performed functional check. The ventilator was operating with manufacturer's specifications and was returned back to service. This was a "warranty repair" and no parts will be returned. This product complaint was generated from service report screening. The report provides no info regarding pt involvement.